Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call they had air bubbles. The blood glucose at the time of the incident was 130. The customer states she has 10 units of insulin left, but there was air bubbles wanted to know why. Troubleshooting explained that rewinding with the pump will cause a vacuum effect that will create air bubbles. She also mentioned she was in the hospital 2 times, but they were not diabetes related. The device will not be returned for analysis.